Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse was able to confirm the error code. Fse found a cup jammed into the cup transfer claws and was able to remove it allowing the unit to initialize without any problems. Fse then checked all cup transfer alignments making slight adjustments. Fse ran total t3 (tt3) controls and folate controls for performance verification. The instrument was verified as operational. There was no further action required by fse. The aia-900 instrument, serial number (B)(4) was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for from (B)(6) 2018 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: 4153 c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the 4153 c-trans z-home overrun error was the misalignment of the cup transfer unit.

Event description:
A customer reported error 4153 (z-axis home overrun) with the aia-900 instrument. The customer powered off the instrument and did not want to do any troubleshooting. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the aia-900 analyzer and aia-tray sorter were deinstalled and returned to the instrument service center for further evaluation. A sorter test using 102 test cups was performed to try to replicate z-axis home overrun errors on both the sorter and the analyzer. The engineer ran 10 precision samples of vitamin d two times to try and replicate detector low (dl) flags on the two-step assays. The z-axis home overrun error nor the dl flag could be replicated. The aia-900 19 tray sorter passed testing. The most probable cause of the reported issue could not be determined. The errors could not be duplicated. Evaluation codes: result: 213 no device problem found. Conclusion: 67 n problem detected.